Manufacturer narrative:
Correction: initial MDR submittted with incorrect catalog/model #'s in section d4, fu submitted to correct.

Event description:
The pump was returned for unresponsive and whited-out screen. Upon return, when the pump was powered on, while the screen remained white and blank, other pump sub systems were all heard powering on as normal. The speaker was playing screen selection sounds as the screen was pressed as normal as well, despite the lack of picture output. The lvds cable, responsible for that output, was determined to have failed. The upper two front housing screw mounts on either side of the lvds were broken as well.

Event description:
The following has been reported: biomed reported: " unresponsive and white screen". Patient harm: no. A preliminary review identified the following issue: mechanical hardware failure (screen no input). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.